Event description:
It was reported that the cast cutter was allegedly overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of overheating was confirmed. During the functional inspection the technician confirmed the adaptor assembly, output shaft assembly, and brushes failed and required replacement. Damaged or worn brushes can cause overheating. A damaged output shaft assembly also may have contributed to the overheating reported event as a result of excess play.

Event description:
It was reported that the cast cutter was allegedly overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. Device not yet returned for investigation.